Event description:
The following was reported to hamilton medical ag: hamilton-t1 it did not pass the tightness test after repeated attempts.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.